Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had time issue and clock was fast and loses up to 10 to 15 minutes. It was also reported that insulin pump received random no delivery alarm, insulin pump was louder when rewinding, battery life was down to 2 weeks. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.